Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement of 126 ohms. The boston scientific representative (rep) noted that the shock impedance has been trending up. The rep also asked about the remote monitoring notification settings for the clinic as they did not receive a message for this alert as they expected. Ts reviewed the clinic settings and indicated that the notification configuration is off. The lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received more than four years after the initial report that this rv lead continues to exhibit high out of range shock impedance measurements. It was noted that this issue has been monitored for a while, the shock impedance upper alert limit is already programmed to 150 ohms, and the patient has never needed device shock therapy. The boston scientific field representative indicated they will contact the patient to perform a patient-initiated interrogation (pii) in order to get the latest daily impedance measurement value. Boston scientific technical services (ts) discussed possible calcification on the lead and the risk due to shock impedance measurements greater than 145 ohms resulting in a monophasic shock waveform and possible ineffective shock therapy. Ts also noted that it is at the physicians discretion as to whether to perform a commanded maximum energy shock test to determine the impedance value during a delivered shock noting that the shock impedance value may go down, but it may go back up. Lastly, ts noted they will not receive another shock impedance alert until the device has been interrogation in the clinic, and the alert is reset. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement of 126 ohms. The boston scientific representative (rep) noted that the shock impedance has been trending up. The rep also asked about the remote monitoring notification settings for the clinic as they did not receive a message for this alert as they expected. Ts reviewed the clinic settings and indicated that the notification configuration is off. The lead remains in-service. No patient symptoms or adverse patient effects were reported.